Manufacturer narrative:
D2b pro code (product code): lit, dqy. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A functional test using de-ionize water was performed and balloon pinhole was identified located approximately 10mm distal of the proximal markerband. As per athletis specification, the rated burst pressure for this device is 30 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that balloon inflation issue occurred. A 10.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilation. But as soon as the inflation started, the pressure went away. The procedure was completed with another of the same device. No complications were reported. However, device analysis revealed balloon pinhole.